Manufacturer narrative:
Implant date: (B)(6) 2021. Explant date: (B)(6) 2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device was only working on battery power not when plugged in. The device was not in clinical use at the time of the event. There was no report of patient or user harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer stated they found no power out of the power supply. The rse provided parts ID for the power supply for the customer to order a replacement and also provided manual reference to replacement procedures as discussed. A good faith effort was made and the customer stated that the power supply was replaced which resolve the issue. The device remains at the customer site.